Manufacturer narrative:
The referenced previous thrombus and gastrointestinal bleed admission are reported in MFR #2916596-2020-01465. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was captured by log file analysis that patient was experiencing low flow alarms with high pi readings on (B)(6) 2020. The estimated flow appears to be fluctuating below the alarm threshold of the 2.5 lpm throughout the log file. Additional information received stated the patient presented hypertensive, short of breath, had abdominal distention and swollen face. The patient was significantly volume overloaded. Patient had taken inadvertently two beta blockers, suppressing her right ventricle, at clinic she was diuresed with bumex. Patient's speed was increased to 5700 rpm. The following day her volume was improved with flows showing 4.0 lpm and pi of 5. There were 4 pi events noted at the time. Patient's lactate dehydrogenase was stable and improved from 2 weeks prior event of gastrointestinal bleed and thrombus. Patient felt better after increasing diuretics, but still hypertensive. Low flows are thought to be secondary to right ventricular failure, volume overload and hypertension.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were secondary to right ventricular failure, volume overload, and hypertension. A direct correlation between heartmate 3 lvas, serial number (B)(4), and reported events could not conclusively be determined. The account submitted a log file for review. The system controller event log file contains data from 04mar2020 at 4:25:03 through 05mar2020 at 11:04:30. Low flow events were captured throughout the log file from 04mar2020 at 6:07:13 through 14:42:16. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists right heart failure and hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.